Manufacturer narrative:
(B)(4). Per evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported a patient experienced a cardiac arrest coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was reported the patient was hospitalized for an unrelated issue when the cardiac arrest occurred. Treatment for the cardiac arrest was unknown. The cause of the cardiac arrest not was reported. It was reported the patient was performing pd therapy on a hc while hospitalized, but it is unknown if the patient was on the device at the time of the event. The patient was recovering from this event at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Upon follow up, it was clarified that a heart attack was the cause of the reported cardiac arrest. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the device logs revealed no system errors, anomalies or hardware device failure events that could have caused or contributed to the patient death. The product analysis lab (pal) evaluated the device and no failures or malfunctions were identified that could have caused or contributed to the reported event. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements. An internal and external inspection was performed with no issues noted. The cycler remote toolbox (crt) was used to analyze the device pneumatic system and revealed no leaks or abnormal pressures during testing. The device passed seal, purge and wet disposable integrity testing and successfully completed a short simulated therapy. Review of the device service history revealed no issues that could have caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.